Manufacturer narrative:
(B)(4). Concomitant medical products: catalog#: 00620106400 replacement locking ring lot#: 62538683, catalog#: 00631006436 liner 10 degree elev rim 3.5 mm offset 36 mm i.d. Lot#: 63336819, catalog#: 00620006422 shell porous with cluster holes 64 mm o.d. Lot#: 62132364, catalog#: 00877703603 bioloxâ® option, head, l, ã¸ 36/+3.5, taper 12/14 lot#: 2907478. The event was confirmed with medical records received. Medical notes were reviewed and identified the patient developed left calf dvt. DHR was reviewed and no discrepancies relevant to the reported event were found. A definitive root cause could not be determined. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends. Multiple MDR reports were filed for this event, please see associated reports: 0001822565-2019-02540, 0001822565-2019-02542, 0002648920-2019-00884.

Event description:
It was reported that the patient developed left calf deep vein thrombosis approximately 10 days post revision surgery. No further event information available at the time of this report.